Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was delayed less than 20 minutes and completed by restarting the system. The field service engineer (fse) visited onsite and confirmed that system unable to perform geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the lower stainless-steel cover was interfering with the swivel cover. To resolve the issue, the fse replaced the swivel amc drive, readjusted covers and amc drive software was loaded. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same by restarting the system. The procedure was finalized with a little delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.